Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urin ary/bowel dysfunction. It was reported that they were having increasing pelvic pain. Patient stated before they were having some sort of vibration almost kind of on and off but now it just seems like a dull ache. Agent asked patient if they have increased the intensity of the therapy and patient said they haven't changed it since it was implanted. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient reported experiencing painful stimulation.

Manufacturer narrative:
Review of this MDR and/or additional informationreceived shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). When asked to clarify the statement: "they were having some sort of vibration almost kind of on and off", the hcp reported that there was no device concern and they had prior back and pelvis pain and they were not sure if that was contributing to the discomfort. The patient was called and they would schedule a follow up visit. The issue was not yet resolved.